Event description:
It was reported that the ilet device screen became unreadable without any known precipitating event, consistent with a device display malfunction affecting screen visibility and necessitating replacement of the pump hardware. Symptoms included no adverse clinical effects and no alerts or alarms reported. Outcomes included temporary discontinuation of ilet therapy and use of backup therapy until a replacement was received. Investigation included review of user-provided photo evidence and complaint handling with device exchange. Investigation of this case revealed a malfunction of the display component with no impact to blood glucose control reported and no associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display assembly with inability to conclusively determine the specific component-level failure mode.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.